Event description:
It was reported that during the initial therapy programming session the physician was unable to establish communication with the deep brain stimulation (dbs) implantable pulse generator (ipg). There were several attempts made on different days to charge the ipg unsuccessfully and communication could not be established using the clinician programmer (cp) or the remote control (rc). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. Additional information was received providing the initial implant date of the ipg and the physician's telephone number.

Manufacturer narrative:
This device was returned to boston scientific. However, per the (B)(6) medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device is pending but has not yet been received. Therefore, the device has been archived without analysis. When the patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that during the initial therapy programming session the physician was unable to establish communication with the deep brain stimulation (dbs) implantable pulse generator (ipg). There were several attempts made on different days to charge the ipg unsuccessfully and communication could not be established using the clinician programmer (cp) or the remote control (rc). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. Additional information was received providing the initial implant date of the ipg and the physician's telephone number. Additional information was received that indicated the sales representative was unable to obtain the patient consent form. Per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. Therefore, the device has been archived without analysis. If the patient consent is received at a later date, analysis will be completed at that time.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device mhy, pjs.

Event description:
It was reported that during the initial therapy programming session the physician was unable to establish communication with the deep brain stimulation (dbs) implantable pulse generator (ipg). There were several attempts made on different days to charge the ipg unsuccessfully and communication could not be established using the clinician programmer (cp) or the remote control (rc). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that during the initial therapy programming session the physician was unable to establish communication with the deep brain stimulation (dbs) implantable pulse generator (ipg). There were several attempts made on different days to charge the ipg unsuccessfully and communication could not be established using the clinician programmer (cp) or the remote control (rc). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. Additional information was received providing the initial implant date of the ipg and the physician's telephone number.